Manufacturer narrative:
H3 device evaluation: analysis of the wireless external neurostimulator (wens) found no anomalies. The wens passed all testing in the laboratory and no anomalies were identified. Analysis of the lead found no anomalies. The lead passed all testing in the laboratory and no anomalies were identified. H6: please note that method code b17 and result code c20 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: (B)(6)2027, UDI#: (B)(4) g2. Foreign: japan medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for chronic pain. It was reported that sometimes the light does not blink even when the button on the main unit was long pressed; after the battery was replaced, it temporarily improved; after a while, when the button was long pressed again, the light did not blink and the discovery mode could not be activated. There were no known environmental, external, and patient factors that may have caused the event. It was resolved by opening a new 97725 (ens). The issue was resolved at the time of the report. When performing intraoperative test stimulation, an impedance abnormality (high value) was confirmed in electrodes 8-15 when the 977a275 lead was connected to 97725; despite using the 97725 0-7 side port, the impedance abnormality continued, so it was considered a lead defect and a new lead was opened. The session report showed impedance statuses of "avoid" on multiple electrodes. There were no known environmental, external, and patient factors that may have caused the event. When a new lead was opened and connected, the situation improved. The issue was resolved at the time of the report.